Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) helium leaking. No harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1: e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) helium leaking. No harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, e1 initial reporter name, mail ID and telephone number, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5, b6, b7, d8, h6 health impact code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm the failure and isolate the leak to the helium regulator. The helium regulator was replaced. The unit passed all safety and functionality test as per factory specifications.